Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Device manufacture date: date is not available. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative found that the adjust needle valve was defective. Replaced the needle. Customers reported issue was not duplicated. Also replaced the driver and center positioning knob. Ran unit overnight, there were no problems with the vent. Checked calibration unit meets manufacturer specifications. Replaced driver assy 3-ohm, returned to carefusion factory service, item tested per specifications, piston centering was fine and not drifting to one side. Driver assy 3-ohm ran for 15 mins ddi segment was satisfactory. Driver assy forwarded to carefusion failure analysis lab, fa recommendation: the testing completed by service personnel was sufficient to verity the customer reported. The reported issue could not be duplicated.

Event description:
The customer reported the amps and piston centering are not stable on this unit. Facility attempted to set it up on a patient and within 30mins the amps and piston centering fluctuated. The settings were: amps 36, hz 10 map 14cm bias flow 15lpm. The piston started drifting way over to one side and the amps drifted from 35cmdown to 25cm. They could hear the driver changing settings, it seemed quieter to them. No patient compromise, they swapped the unit out and placed the patient on another 3100a.